Event description:
It was reported prior to use of bd vacutainer® z (no additive) plus urine tube an unspecified number of incorrect tubes(different material number) were packed in the shelf pack. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. Photos show an open shelf pack with 2 different material numbers which are manufactured in 2 different locations(in 2 different countries). Pcn 364915 is manufactured in bd plymouth, UK. Pcn 365000 is manufactured in bd broken bow, USA. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. No other complaint has been received on this product and lot # for this defect. This complaint is unable to be confirmed for the reported defect(mixed product) based on the photos provided and the investigation completed as the photos depict open packaging and not an unopened shelf pack showing the defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® z (no additive) plus urine tube an unspecified number of incorrect tubes(different material number) were packed in the shelf pack. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2025. D.4 UDI#: (B)(4). Investigation summary: bd received 100 samples and 3 photos for investigation. Photos show an open shelf pack with 2 different material numbers which are manufactured in 2 different locations (in 2 different countries). The 100 returned samples arrived on site opened, therefore were not able to verify the mix of product at a singular site. Pcn 364915 is manufactured in bd plymouth, UK. Pcn 365000 is manufactured in bd broken bow, USA. This complaint is unable to be confirmed for the reported defect without photos showing an unopened shelf pack with the 2 different catalog numbers or returned unopened shelf packs. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.